Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section f. This section was inadvertently not completed on the initial report; therefore, the required information had been provided. Approximate age of device: unknown due to unkown product code/lot number.

Event description:
Please refer to the initial report.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. UDI - with neither the product code nor the lot number involved in this complaint known, di numbers of all the run-throughns products exported to the us market are listed as follows: (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: if any resistance to the run-through ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 9681834-2019-00114 for the manufacturer report.

Event description:
The user facility reported that the doctor used a run through on a patient and it caused a perforation. He was able to he tamponade it off with a balloon. The patient was reported to be stable when he left the room. The doctor was able to fix the lesion he was working on; as well as fix the right coronary artery (rca) with the same wire. The patient left the room in stable condition. The patient had to be brought back because it was a perforation and escalated to the patient having to have their vessel coiled off. The doctor stated that patient was in fine condition. Additional information was received on june 11, 2019. The patient procedure was a coronary intervention. The patient condition was in stable condition. There was no direct allegation made to the product.